Event description:
It was reported that the pruitt f3 carotid shunt leaking from white port during pretest out of the box. It was not directly used on the patient. A replacement device was used to complete the procedure. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Previous investigation into the reported issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.